Event description:
It was reported that the insulin pump has cracks near the battery compartment. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked insulin pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).